Manufacturer narrative:
User reported discrepancies between blood glucose (bg) and sensor glucose (sg) readings. Escalation analysis indicated that bg values fit sg trends well, with occasional differences due to lag between sg and bg inherent to the sensing technology. Customer care recommended that the user continue to use the system and to calibrate when requested. Per dms review, the user was using the system with up-to-date information.

Event description:
On march 17th 2026, senseonics was made aware of an incident where user experienced sensor inaccuracy. No injury or medical intervention was reported.